Event description:
It was reported by the customer that the iab was prepped per procedure. Upon removal from the kit, the balloon membrane was slightly unwrapping. The iab was then inserted through the sheath; however, the iab became stuck in the sheath. As a result, the assembly was removed. Upon removal a large hematoma was noted at the insertion site. Pressure was applied to the insertion site and fem stop was later applied. Clinicians decided not to do a re-insertion due to the hematoma.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.